Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one 81 year old male patient. The following data was provided: sid (B)(6) processed on (B)(6) 2026 at 21:32 initial result = 187.7 ng/l repeated 11.4 and 11.0 ng/l. Sid (B)(6) processed on (B)(6) 2026 at 03:44 initial result = 18.4 ng/l repeated 18.6 and 16.9 ng/l. Reference range for males = 0-35 ng/l. There was no impact to patient management reported.